Event description:
It was reported to boston scientific corporation that a solyx sis system device was used during a solyx placement to treat stress urinary incontinence procedure performed on (B)(6) 2014. The procedure was completed without complications. According to the complainant, on (B)(6) 2014, the patient experienced offensive vaginal discharge. On (B)(6) 2014, the patient was treated with two courses of antibiotics. The event was reported to have been resolved as of (B)(6) 2015.

Manufacturer narrative:
Updated field.

Event description:
It was reported to boston scientific corporation that a solyx sis system device was used during a solyx placement to treat stress urinary incontinence procedure performed on (B)(6) 2014. The procedure was completed without complications. According to the complainant, on (B)(6) 2014, the patient experienced offensive vaginal discharge. On (B)(6) 2014, the patient was treated with two courses of antibiotics. The event was reported to have been resolved as of (B)(6) 2015. **additional information received on july 22, 2015: on (B)(6) 2014, the subject experienced offensive vaginal discharge. Her vaginal culture showed heavy growth of streptococcus anginosus. On (B)(6) 2014, she was treated with keflex and the event resolved on (B)(6) 2014.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a solyx sis system device was used during a solyx placement to treat stress urinary incontinence procedure performed on (B)(6) 2014. The procedure was completed without complications. According to the complainant, on (B)(6) 2014, the patient experienced offensive vaginal discharge. On (B)(6) 2014, the patient was treated with two courses of antibiotics. The event was reported to have been resolved as of (B)(6) 2015. **additional information received on july 22, 2015: on august 11, 2014, the subject experienced offensive vaginal discharge. Her vaginal culture showed heavy growth of streptococcus anginosus. On august 12, 2014, she was treated with keflex and the event resolved on august 25, 2014. ** additional information received on december 2, 2015: on august 12, 2014, the patient was treated with erythromycin ethylsuccinate.